Event description:
The pt reported the infusion tubing nearly separated from the luer and she experienced elevated blood glucose of up to 621 mg/dl as a result. She changed the infusion set and bolused through the infusion device to lower her blood glucose. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.